Event description:
The device was used during a laparoscopic hernia repair. Reportedly, the bladder was perforated by the device. The surgeon converted to a laparatomy and manually sutured to correct the condition. The hospital has reported the pt's condition is satisfactory.